Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced occlusion issue which led to high blood glucose level of 266mg/dl. No further information available.